Event description:
Sales rep reports for the facility the following: balloon ruptured circumferencially at the rated burst pressure during dialysis access graft procedure. The pt's left arm was used and it was a loop graph. The balloon ruptured after first full inflation and the physician pulled the balloon out immediately. A venagram was performed and it looked ok. The pt suffered no after effects from this incident. A b/braun inflation device and a boston scientific introducer were used.